Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to intermittent battery power. Service evaluation verified the intermittent battery power. The cause was identified to be depressed battery contact pins. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump experienced intermittent direct current power supply. There was no patient involvement. No additional information is available.